Event description:
It was reported there was a loss of therapeutic effect and stimulation. The patient had lost stimulation twice in the prior week, which had never happened before. The patient had less than 50% therapy relief. The patient programmer had not shown an error just that the stimulation was off. The patient had been at home once during the stimulation turn off and once outside. The patient did not have any new electronic devices at home and could not tell if there was possible electromagnetic interference outside of their home. The patient had been able to switch on the stimulator with the patient programmer. There was no injury or adverse event to the patient. Follow up reported there were no recent printouts available. It was also noted they could not exclude that the patient had inadvertently turned off the stimulator. The patient had very strong tremors and knows immediately when the device is turned off. Patient also noted they did no manipulate with the patient programmer when it had happened. The issue had not occurred since the first report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 64002, lot# 0203762776, implanted: (B)(6) 2011, product type adapter. (B)(4). (B)(6).